Event description:
Failure to alarm: alarm function of system not working, although exudate was not removed by suction.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device. The complaint is unconfirmed for pump malfunction as the pump evaluation confirmed proper function. Pooling might have occurred from wound position relative to pump, length of use of dressing, thick exudates partially occluding or slowing down transport into canister; all without causing cessation of therapy or trigger of any alarm. Pooling at wound site could have also triggered another selection within the family of renasys foam kits, which also includes a renasys-ab dressing kit with soft port. The event has no assignable potential root cause to pump features and performance specifications. Probable root cause of system behavior as described is that the port became partially occluded by thick exudates while also working against gravity from description of relative position of pump to wound. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.